Event description:
It was reported to philips that the lead button on the front bezel assembly was damaged. The customer requested that the device be returned to the bench for repairs. The device was not in use on a patient.